Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on the consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 10912sg2, frequency and expiration date unspecified). After an unspecified duration, the handle of the toothbrush snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, it was reported that the toothbrush snapped in half during removal of the toothbrush from the packaging. The toothbrush had been extracted from a half open packaging. The toothbrush was bent while taking out and broke in the middle. During mechanical bend test to validate this type of toothbrush, no tested sample was broken. The lot number of the device was updated from 10912sg2 to 10112sg h1. This report was reassessed as a non-reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on the consumer (age and gender unspecified) from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 10912sg2, frequency and expiration date unspecified). After an unspecified duration, the handle of the toothbrush snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the (B)(4).

Manufacturer narrative:
This foreign report is being submitted on (B)(4) for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on (B)(6) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.